Event description:
It was reported that the right ventricular lead had an increase in short interval counts (sic) and there were non-sustained tachycardia episodes with an average v-v cycle length less than 220 milliseconds. The pacing impedance was high and a lead integrity alert was triggered. Pocket manipulation reproduced the oversensing and it was noted that the device had been replaced due to normal battery depletion about two weeks previous. The lead was fully inserted into the device header and the sensing and impedance issues were resolved. Both the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2012 (B)(6); 5568 implantable pacing lead 2012 (B)(6); 4296 implantable pacing lead 2013 (B)(6). (B)(4).